Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. Customer declined troubleshooting for high blood glucose reading. Customer also had 188 blood glucose reading after eating nachos and cheese dip at night. However, customer had over 600 blood glucose reading when she woke up. Customer treated their high blood glucose reading with manual injection and will call back if assistance is needed. Insulin pump will be returning for analysis.